Event description:
It was reported by service report that the retaining post screw was loose. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: pin bracket.